Event description:
It was reported via repair work order that the brakes could not remain engaged due to damaged side control support shaft and worn fifth wheel roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.